Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. A replacement pump was sent to the customer to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged load fill tubing and occlusion issues could not be verified; however, a fluid ingress issue was identified.